Manufacturer narrative:
Philips service repaired and recreated the database, restoring storage capacity. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an internal memory issue caused a database error and storage limitation on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.